Event description:
It was reported that during a lap colon case, an error 3 occurred. The case was completed with another hand piece. No consequence occurred.

Manufacturer narrative:
Date sent: 10/08/2008. Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code 3 was noted. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.